Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. According to information received via social media, the patient experienced debilitating pain and underwent a hysterectomy to remove the devices. This pain, seen an pelvic pain, is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, considering event's nature and the absence of alternative explanation, causality with the suspect device cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious event mentioned. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow up information received on 02-may-2016 from consumer via social media: she was inserted with essure a couple years previous to this report and it had caused her to have a total hysterectomy. She stated she was in debilitating pain and could not care for her 6 children like she should, and struggle constantly with depression. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. According to information received via social media, the patient experienced debilitating pain and underwent a hysterectomy to remove the devices. This pain, seen an pelvic pain, is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, considering event's nature and the absence of alternative explanation, causality with the suspect device cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious event mentioned. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migrated') and device breakage ('fracturing of the device/ left coil split in half') in a 33-year-old female patient who had essure (batch no. B59457/ 50685169) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "catheter - malfunction - deployment difficulty". Medical conditions: (B)(6)2014: uterine sound measure - 8.0cm. Previously administered products included for an unreported indication: spinal anesthesia. Concurrent conditions included morbid obesity, asthma, tobacco abuse, hypertension, multiparous and depression. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), depression ("constantly with depression"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), abdominal pain lower ("cramp "), asthenia ("lack of energy"), carpal tunnel syndrome ("carpal tunnel in both arms"), osteoarthritis ("osteoarthritis in my knees, hips and ankles"), anxiety ("anxiety"), loss of libido ("no sex drive") and gastrointestinal injury ("other is somehwere around my bowels") and was found to have weight increased ("gained a great amount of weight"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, device breakage, depression, fatigue, hypersensitivity, abdominal distension, abdominal pain lower, weight increased, asthenia, carpal tunnel syndrome, osteoarthritis, anxiety, loss of libido and gastrointestinal injury outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, carpal tunnel syndrome, depression, device breakage, device dislocation, fatigue, gastrointestinal injury, hypersensitivity, loss of libido, osteoarthritis and weight increased to be related to essure. The reporter commented: during essure insertion procedure the following findings were observed: multiparous cervix without lesions. Normal appearing tubal ostia bilaterally, fully endometrium, normal appearing cavity without obvious polyps or fibroids. The coil was advanced and easily placed and the device withdrawn. The initial attempted deployment did not occur after the hard stop and slight resistance was noted of the device. This device was removed and the entire inner and outer coil remained within the device and had not deployed. No evidence of tubal spasm therefore this was attempted again and no difficulties occurred. There were 4 coils into the uterine cavity from the right tubal ostia after removal of the insertion device. On the left 2 coils were into the uterine cavity. No bleeding was noted. The patient tolerated the procedure well and was then transferred and taken to the recovery room in satisfactory condition. Lot numbers: 50685169 (right) and b59457 (left). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media: new events - cramp, gained a great amount of weight, lack of energy, carpel tunnel in both arms, osteoarthritis in my knees, hips and ankles, anxiety, no sex drive, other coils is somewhere around my bowels were added. Reporter's information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migrated') and device breakage ('fracturing of the device/ left coil split in half') in a 33-year-old female patient who had essure (batch no. B59457/ 50685169) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "catheter - malfunction - deployment difficulty". Medical conditions: (B)(6) 2014: uterine sound measure - 8.0cm. Previously administered products included for an unreported indication: spinal anesthesia. Concurrent conditions included morbid obesity, asthma, tobacco abuse, hypertension, multiparous and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), depression ("constantly with depression"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), abdominal pain lower ("cramp "), asthenia ("lack of energy"), carpal tunnel syndrome ("carpal tunnel in both arms"), osteoarthritis ("osteoarthritis in my knees, hips and ankles"), anxiety ("anxiety"), loss of libido ("no sex drive"), gastrointestinal injury ("other is somehwere around my bowels") and allergy to metals ("allergic to nickel") and was found to have weight increased ("gained a great amount of weight"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, depression, fatigue, hypersensitivity, abdominal distension, abdominal pain lower, weight increased, asthenia, carpal tunnel syndrome, osteoarthritis, anxiety, loss of libido, gastrointestinal injury and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, asthenia, carpal tunnel syndrome, depression, device breakage, device dislocation, fatigue, gastrointestinal injury, hypersensitivity, loss of libido, osteoarthritis and weight increased to be related to essure. The reporter commented: during essure insertion procedure the following findings were observed: multiparous cervix without lesions. Normal appearing tubal ostia bilaterally, fully endometrium, normal appearing cavity without obvious polyps or fibroids. The coil was advanced and easily placed and the device withdrawn. The initial attempted deployment did not occur after the hard stop and slight resistance was noted of the device. This device was removed and the entire inner and outer coil remained within the device and had not deployed. No evidence of tubal spasm therefore this was attempted again and no difficulties occurred. There were 4 coils into the uterine cavity from the right tubal ostia after removal of the insertion device. On the left 2 coils were into the uterine cavity. No bleeding was noted. The patient tolerated the procedure well and was then transferred and taken to the recovery room in satisfactory condition. Lot numbers: 50685169 (right) and b59457 (left). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: event allergic to nickel, reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migrated') and device breakage ('fracturing of the device/ left coil split in half') in a 33-year-old female patient who had essure (batch no. B59457, 50685169) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "catheter - malfunction - deployment difficulty". Medical conditions: (B)(6) 2014: uterine sound measure - 8.0cm. Previously administered products included for an unreported indication: spinal anesthesia. Concurrent conditions included morbid obesity, asthma, tobacco abuse, hypertension, multiparous and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), depression ("constantly with depression"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), abdominal pain lower ("cramp "), asthenia ("lack of energy"), carpal tunnel syndrome ("carpal tunnel in both arms"), osteoarthritis ("osteoarthritis in my knees, hips and ankles"), anxiety ("anxiety"), loss of libido ("no sex drive"), gastrointestinal injury ("other is somehwere around my bowels"), allergy to metals ("allergic to nickel"), back pain ("lower back pain") and procedural pain ("so much pain after procedure") and was found to have weight increased ("gained a great amount of weight"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, depression, fatigue, hypersensitivity, abdominal distension, abdominal pain lower, weight increased, asthenia, carpal tunnel syndrome, osteoarthritis, anxiety, loss of libido, gastrointestinal injury, allergy to metals, back pain and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, asthenia, back pain, carpal tunnel syndrome, depression, device breakage, device dislocation, fatigue, gastrointestinal injury, hypersensitivity, loss of libido, osteoarthritis, procedural pain and weight increased to be related to essure. The reporter commented: during essure insertion procedure the following findings were observed: multiparous cervix without lesions. Normal appearing tubal ostia bilaterally, fully endometrium, normal appearing cavity without obvious polyps or fibroids. The coil was advanced and easily placed and the device withdrawn. The initial attempted deployment did not occur after the hard stop and slight resistance was noted of the device. This device was removed and the entire inner and outer coil remained within the device and had not deployed. No evidence of tubal spasm therefore this was attempted again and no difficulties occurred. There were 4 coils into the uterine cavity from the right tubal ostia after removal of the insertion device. On the left 2 coils were into the uterine cavity. No bleeding was noted. The patient tolerated the procedure well and was then transferred and taken to the recovery room in satisfactory condition. Lot numbers: 50685169 (right) and b59457 (left). Lot number: 50685169, manufacturing date: 2012-09, expiration date: 2015-09-30. Lot number: b59457, manufacturing date: 2013-07, expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media pfs received: reporter added .procedural pain event was added. Follow up 12,13,14,15 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pain") in a (B)(6) female patient who had essure (batch no. 50685169 / b59457) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: spinal anesthesia on (B)(6) 2014. Concurrent conditions included morbid obesity, asthma, tobacco abuse, hypertension, multiparous and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("constantly with depression"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. The reporter commented: during essure insertion procedure the following findings were observed: multiparous cervix without lesions. Normal appearing tubal ostia bilaterally, fully endometrium, normal appearing cavity without obvious polyps or fibroids. The coil was advanced and easily placed and the device withdrawn. The initial attempted deployment did not occur after the hard stop and slight resistance was noted of the device. This device was removed and the entire inner and outer coil remained within the device and had not deployed. No evidence of tubal spasm therefore this was attempted again and no difficulties occurred. There were 4 coils into the uterine cavity from the right tubal ostia after removal of the insertion device. On the left 2 coils were into the uterine cavity. No bleeding was noted. The patient tolerated the procedure well and was then transferred and taken to the recovery room in satisfactory condition. Lot numbers: 50685169 (right) and b59457 (left). Diagnostic results: on (B)(6) 2014: uterine sound measure - 8.0cm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; concomitant conditions; relevant tests; and essure treatment details (lot numbers, insertion date and procedure details). Company causality comment: this litigation case report refers to a (B)(6) ld female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including debilitating pain (regarded as pelvic pain) for which plaintiff underwent surgery (hysterectomy) to remove the devices. Pelvic pain is highly prevalent in women, and may have multiple causes. This case was classified as incident since device removal was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Since lot number was received, ptc update is expected. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing of the device") in a (B)(6) year-old female patient who had essure (batch no. 50685169 / b59457) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "catheter - malfunction - deployment difficulty". The patient's previously administered products included for an unreported indication: spinal anesthesia on (B)(6) 2014. Concurrent conditions included morbid obesity, asthma, tobacco abuse, hypertension, multiparous and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), depression ("constantly with depression"), fatigue ("fatigue"), hypersensitivity ("allergic reaction") and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, depression, fatigue, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, depression, device breakage, device dislocation, fatigue and hypersensitivity to be related to essure. The reporter commented: during essure insertion procedure the following findings were observed: multiparous cervix without lesions. Normal appearing tubal ostia bilaterally, fully endometrium, normal appearing cavity without obvious polyps or fibroids. The coil was advanced and easily placed and the device withdrawn. The initial attempted deployment did not occur after the hard stop and slight resistance was noted of the device. This device was removed and the entire inner and outer coil remained within the device and had not deployed. No evidence of tubal spasm therefore this was attempted again and no difficulties occurred. There were 4 coils into the uterine cavity from the right tubal ostia after removal of the insertion device. On the left 2 coils were into the uterine cavity. No bleeding was noted. The patient tolerated the procedure well and was then transferred and taken to the recovery room in satisfactory condition. Lot numbers: 50685169 (right) and b59457 (left). Diagnostic results: (B)(6) 2014: uterine sound measure - 8.0cm. Quality-safety evaluation of ptc: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Based on the technical assessment, lot numbers were provided therefore, the quality unit conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with. Most recent follow-up information incorporated above includes: on 27-oct-2017: reporter information updated and lawyers added (legal case). Events migration, fracturing of the device, fatigue, allergic reaction, bloating were added and updated event debilitating pain / pain (previously reported as debilitating pain). She had surgery to remove the essure implant on (B)(6) 2015. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing of the device") in a 33-year-old female patient who had essure (batch no. B59457/ 50685169) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "catheter - malfunction - deployment difficulty". The patient's previously administered products included for an unreported indication: spinal anesthesia on (B)(6) 2014. Concurrent conditions included morbid obesity, asthma, tobacco abuse, hypertension, multiparous and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), depression ("constantly with depression"), fatigue ("fatigue"), hypersensitivity ("allergic reaction") and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, depression, fatigue, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, depression, device breakage, device dislocation, fatigue and hypersensitivity to be related to essure. The reporter commented: during essure insertion procedure the following findings were observed: multiparous cervix without lesions. Normal appearing tubal ostia bilaterally, fully endometrium, normal appearing cavity without obvious polyps or fibroids. The coil was advanced and easily placed and the device withdrawn. The initial attempted deployment did not occur after the hard stop and slight resistance was noted of the device. This device was removed and the entire inner and outer coil remained within the device and had not deployed. No evidence of tubal spasm therefore this was attempted again and no difficulties occurred. There were 4 coils into the uterine cavity from the right tubal ostia after removal of the insertion device. On the left 2 coils were into the uterine cavity. No bleeding was noted. The patient tolerated the procedure well and was then transferred and taken to the recovery room in satisfactory condition. Lot numbers: 50685169 (right) and b59457 (left). Diagnostic results: (B)(6) 2014: uterine sound measure - 8.0cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pain") in a (B)(6) female patient who had essure (batch no. 50685169 / b59457) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: spinal anesthesia on (B)(6) 2014. Concurrent conditions included morbid obesity, asthma, tobacco abuse, hypertension, multiparous and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("constantly with depression") and device deployment issue ("catheter - malfunction - deployment difficulty"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: during essure insertion procedure the following findings were observed: multiparous cervix without lesions. Normal appearing tubal ostia bilaterally, fully endometrium, normal appearing cavity without obvious polyps or fibroids. The coil was advanced and easily placed and the device withdrawn. The initial attempted deployment did not occur after the hard stop and slight resistance was noted of the device. This device was removed and the entire inner and outer coil remained within the device and had not deployed. No evidence of tubal spasm therefore this was attempted again and no difficulties occurred. There were 4 coils into the uterine cavity from the right tubal ostia after removal of the insertion device. On the left 2 coils were into the uterine cavity. No bleeding was noted. The patient tolerated the procedure well and was then transferred and taken to the recovery room in satisfactory condition. Lot numbers: 50685169 (right) and b59457 (left). Diagnostic results: on (B)(6) 2014: uterine sound measure - 8.0cm. Quality-safety evaluation of ptc: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Based on the technical assessment, lot numbers were provided therefore, the quality unit conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with most recent follow-up information incorporated above includes: on 31-may-2017: quality safety evaluation of product technical complaint. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.